Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had passed away. The date of death and the cause of death was unknown. The device was interrogated at the funeral home and it was stated that in some of the episodes from march 3rd, there appeared to be undersensing in some of the episode. The cause of undersensing was unknown. Additionally, it was stated that therapies were appropriately delivered; however, the rhythm eventually became agonal and the last episode stored was non-sustained. The patient's physician reviewed the strips and did not feel as though there was a device failure. A save to disk was received for archiving at boston scientific as the device was not going to be explanted.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.